Event description:
It was reported that the healicoil anchor on insertion though cannula, as soon as it touched the bone it broke as a brittle piece. It became a big challenge to recover the broken 1/3 piece from the joint space as it further broke while removing using a grasper. A backup device was available to complete the procedure with no patient injuries.

Manufacturer narrative:
Examination is not possible, as the devices have not been returned. Photographs were sent for evaluation. The photographs shows two 5.5mm healicoil rg sa anchors that have broken. The threads of each anchor have broken off into multiple pieces. With the limited clinical details regarding patient bone quality and site preparation along with the lack of the devices, a root cause cannot be determined. In the event the devices are returned the investigation will be reopened. Further investigation is not warranted at this time.